Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out with the balloon intact and inflated.

Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported event was unconfirmed as the product met specification. Per the visual inspection it was noted that the balloon was inflated. The balloon was deflated using a house syringe and approximately 6cc was recovered. No other defects were found. No manufacturing defects were observed. During the functional testing, the balloon was inflated with 10cc of air using a syringe, and it was not deflated. After that, the catheter balloon was inflated with 10ml of a mix of tap water and blue methylene using a syringe, and was left for 30 minutes resting on a flat surface. There was no deflation found. The catheter was then manipulated at the bifurcation area and no deflation was found. The balloon was deflated by itself and the recovery volume was 10cc (100%). Per other testing, the catheter returned was tested in accordance with the european standard and the result of the sample tested was found within specifications. No manufacturing defects were observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use". (B)(4).

Event description:
It was reported that the catheter fell out with the balloon intact and inflated.